Manufacturer narrative:
The insulin pump alarmed for a motor error during the basic occlusion test due to a faulty gold force sensor resistor. No alarm for a loose drive support disk could be verified due to the motor error alarms. The motor was tested outside of the device and passed. The insulin pump was received with a cracked case at the display window corners, cracked display window, cracked battery tube threads and minor scratches on the display window.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer reported issues with the insulin pump. Customer states that the insulin pump is alarming. Customer also states that the insulin is squirting out during manual prime and they tend to get stuck during the rewinding process. The blood glucose reading is 185 mg/dl. The insulin pump will be replaced. Nothing further reported.